Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device was warm to touch; the fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (overtemperture-psc) malfunction alarm code. The fan was not running. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.